Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time, an unspecified channel of the device was programmed to deliver an unspecified concentration of neosynephrine and the delivery was started. No specific programming parameters were provided. At 0300, it was reported the device alarmed for air in line. An unspecified volume of air was noted around the cassette and distal to the device. At that time, it was reported that the nurse reported the cassette and the tubing set were tapped to clear the alarm condition. During this time, the nurse reported the patient's blood pressure decreased 10mmhg during this time. No specific blood pressure values were provided. After an unspecified length of time, the therapy was resumed using the same device and tubing set. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.